Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Patient hm triggered an alert for eri. It is possible this was due to emi. Additional information: patient had been scanned in MRI machine without being put into MRI mode. Magnetic field caused voltage change and early eri. Device was reset, reprogrammed, and a follow-up was performed without incident and with normal/expected battery longevity.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri, confirming the clinical observation. The amount of charge taken from the battery was verified and the eri status was not as expected. The current consumption was normal. The memory content of the device was inspected. The data documented 11 charging cycles which did not reach the specified energy level, with a charging time larger than 20 s. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis, damages to a component of the electronic module were noted. Due to these damages, the charging of a defibrillation shock was impaired and the eri status of the device was automatically activated to assure the patients safety. Based on the information available for analysis as well as the observed damages, the root cause of the clinical observation can be attributed to strong external electromagnetic fields, as present during the reported magnetic resonance imaging (MRI). It was reported that at the time of the MRI procedure the MRI mode of the ICD was not activated. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly lead to such rare events, like the observed damage of the electronic module, and does not represent a device malfunction. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. In summary, the ICD was thoroughly analyzed. During the analysis it was found that the clinical observation resulted from a damaged component of the electronic module, most probably caused by the reported magnetic resonance imaging (MRI). At this date the MRI mode of the ICD was not activated. Due to this damage the charging of a defibrillation shock was impaired, leading to the activation of the battery status eri as specified. This does not represent a device malfunction. There was no indication of a material or manufacturing problem.

Event description:
Patient (B)(6) triggered an alert for eri. It is possible this was due to emi. Additional information: patient had been scanned in MRI machine without being put into MRI mode. Magnetic field caused voltage change and early eri. Device was reset, reprogrammed, and a follow-up was performed without incident and with normal/expected battery longevity.